Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly; the stall was due to shaft-bearing corrosion and wear.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient came into the emergency room (ER) at 1am and the patient was somnolent and was in poor consciousness. There were "no other withdrawal symptoms". The patient's pump had a critical alarm occurring every 10 minutes. The pump was interrogated and a motor stall (2015 (B)(6) 15:27) had occurred. The patient was given oral baclofen. In the morning, a catheter access port (cap) study was performed and the catheter was okay without any problems and connected to the pump with no occlusions. A rotor study was performed and they found the rotor was not moving at all. The healthcare professional (hcp) wanted to replace the pump, so they waited for an operating room. While they waited, the pump was checked every hour. After 20 hours, the motor stall had recovered (2015 (B)(6) 11:31) and the pump continued to work. At this point, the hcp decided not to replace the pump. The compounded baclofen was aspirated from the pump and the pump was washed with saline. The pump was then refilled with 500 micrograms/cc and set to a rate of 350 micrograms/day. The patient felt okay and was still hospitalized for monitoring. On 2015 (B)(6) (00:25), the pump had another motor stall occur. The hcp decided to replace the pump. After the pump was replaced, the pump was interrogated and a motor stall recovery was noted on 2015 (B)(6) at 10:58. The patient was great and felt very good after the replacement. The pump was used to deliver compounded baclofen.